Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("essure removal") in a unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required), device deployment issue ("in some cases essure was implanted incorrectly"), adverse event ("secondary symptoms (adverse events nos)") and device intolerance ("rejection to essure"). The patient was treated with surgery (essure was removed). At the time of the report, the medical device removal, device deployment issue, adverse event and device intolerance outcome was unknown. The reporter provided no causality assessment for adverse event, device deployment issue, device intolerance and medical device removal with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal- the analysis in the (B)(4) database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal- the analysis in the (B)(4) database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.